Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of one (1) drill bit broke during a tfna procedure, and was retained in the patient. The surgeon conducted the procedure as indicated and properly. While the surgeon was reaming into the femoral head for the helical blade insertion, the drill bit was drilled inside the femoral head. Upon removal of the drill bit, it was realized that 3-4 mm of the tip had broken and the surgeon was unable to retrieve this broken piece; hence, the broken tip of the drill bit was left in the femoral head of the patient and the case finished accordingly. Concomitant devices reported: unk - nails: tfna (part # unknown, lot # unknown, qty # unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 03.037.022, lot# f-22244. Manufacturing location: (B)(6), release to warehouse date: (B)(6) 2017. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Product development investigation was completed. Intramedullary fixation of proximal femoral fractures system requires using a 6 mm/9 mm cannulated stepped drill bit if the bone was observed to be dense. The drill stop provided with cannulated stepped drill bit in this system enables drilling to accurate lengths. At customer quality, the returned 6 mm/9 mm cannulated stepped drill bit was inspected and the complaint was confirmed. Visual inspection performed at customer quality observed that the proximal flute portion of the stepped drill bit was broken at its cross-section transition region. Broken fragments were not returned at customer quality. No new issues were identified on the remaining portions of the device. The received condition agrees with the complaint description and the complaint is confirmed. Relevant drawings for the returned device were reviewed and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis performed at the broken portion measured 6.02 mm (ca-814) that falls within the specification of 6 mm +/- 0.1 mm. While no definitive root cause could be determined, it is likely that any unintended forces encountered by the device during usage could have contributed to broken condition. Additionally, the surgical steps provided in technique guide warns to avoid forceful advancing of drill bit which in turn leads to breakage. Therefore, it is likely that any unintended incorrect steps followed during the procedure could have also contributed to broken complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.